Event description:
It has been reported that one insyte 24ga x 0.75in was found with a damaged catheter tip before use. The following has been provided by the initial reporter: prior to channeling the patient's vein to uncover the catheter, the vialon (catheter) is observed in poor condition. Information received by email on 7/3/2019: the incident was noticed before the use. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood to the skin.

Manufacturer narrative:
H.6. Investigation: according to the visual analysis of the photo of the attached sample, you can observe that the needle is transfixed, verifying the client's report. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot. Based on the results of the investigation so far a cause for the defect are: 1- air blowing connections at station 4. These connections must be adjusted according to the catheter length. There is no procedure specifying how to set up the air connections to each gauge. 2 -vision system set-up. There is no procedure on how to set up the automated vision system by the maintenance team. A corrective action project, CAPA#855815 has been initiated to investigate the issue. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one insyte 24ga x 0.75in was found with a damaged catheter tip before use. The following has been provided by the initial reporter: prior to channeling the patient's vein to uncover the catheter, the vial on (catheter) is observed in poor condition. Information received by email on 7/3/2019: the incident was noticed before the use. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of blood to the skin.